Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to poor device performance since activation and device non-use. There are no plans to reimplant the patient with a new device as of the date of this report.